Manufacturer narrative:
No pt injury was reported and pt was fine post procedure. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. The failure mode assigned to this case is endoleak, this was determined based on the provided event description. The endoleak was treated with placement of an additional device. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. No additional actions required at this time. The risks remain at acceptable levels.

Event description:
On (B)(6) 2011, a male pt underwent aaa repair. The pt's anatomical form was not suitable for endovascular repair since proximal neck was short (10mm). Final angiography revealed proximal type I endoleak and type iii endoleak from both side of the junction area. Ballooning with a coda balloon catheter at the proximal site was performed, but the endoleak was not resolved. Then another MFR's stent mounted on a 25mm pta catheter was placed at proximal neck. Proximal type endoleak was not completely resolved, but additional treatment was not made because it was only slight leak remained. Regarding type iii endoleak, an additional iliac leg was placed at right side and ballooning was performed at left side (1820334-2011-00121). Slight type iii endoleak at left side remained, but the physician decided to take f/u observation. (1820334-2011-00119). The pt was fine after the procedure.